Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: the customer reports that the surgeon followed all indications by the IFU. When he placed the mesh, the collagen disintegrated and separated from the mesh. The remaining pieces of this collagen were in the hands of the surgeon. The mesh was covered with omentum. The pt is stable.